Event description:
It was reported that the patient had two pacemaker systems implanted that had interfered with each other. Pacing signals form the old atrial lead were being observed on the new system. The physician opted to explant and replace the lead due to possible lead damage caused by the patients clavicle.

Manufacturer narrative:
(B)(4).